Manufacturer narrative:
(B)(4). Customer returned pump for an alleged short battery life found on (B)(6) 2021.the pump passed the displacement test, active current test and self test. No unexpected low battery alert or battery power loss alarm noted during testing. However, pump was received with high sleep current during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range due to esd latch up on an ic. No alarms were found in the history files or traces for the event date (B)(6) 2021. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Swapped out the test battery tube, internal battery, pcba 1 and pcba 2 one by one and the current still high (>1ma). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case. Short battery life was confirmed due to high sleep current. Unable to determine the root cause, problem isolated to electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump low battery life short battery life. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the device.